Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd microfine pen needle was not functioning. Hyperglycemia was reported as a result of the product defect, but it was not specified whether medical intervention was received. The following information was provided by the initial reporter: it was found that the black stick inside the pen did not give the medicine, sugar increased to 270 and after eating sugar increased to 530. Information regarding corrective treatment, event outcome and insulin therapy status was not provided.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd microfine pen needle was not functioning. Hyperglycemia was reported as a result of the product defect, but it was not specified whether medical intervention was received. The following information was provided by the initial reporter: it was found that the black stick inside the pen did not give the medicine, sugar increased to 270 and after eating sugar increased to 530. Information regarding corrective treatment, event outcome and insulin therapy status was not provided.